Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was displaying an error 5 message whist attempting to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue first began on (B)(6) 2018, around 7.00am. The patient manages his diabetes with insulin (self-adjuster), and stated that he discontinued talking his insulin in response to the alleged product issue. The patient stated that on (B)(6) 2018, 11:00am, after the alleged product issue began. He developed symptoms of ¿dizzy and confusion¿. The patient denied that the he received any treatment. At the time of troubleshooting the cca noted that it was the first time the subject meter was being used. The patient completed the correct testing steps. The test strip completely drew in the blood sample. However, cca confirmed that the test strips had been stored incorrectly. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began. The symptoms suggest that the patient¿s condition deteriorated as a result of not being able to test or treat their blood glucose.